Event description:
Procedure type: hysterectomy. According to the reporter: small needle fragment retained after breaking during procedure. X-ray used to confirm retention in the vaginal cuff after recovery efforts unsuccessful. Patient is ok.

Manufacturer narrative:
(B)(4).